Event description:
Reportedly, the device was explanted after an implant duration of 55.63 months due to mitral insufficiency. Per the cer: it was reported [that] a bioprosthesis in mitral position [was] dysfunctional per important transprosthetic gradient and moderate central failure. It was necessary to explant the valve.

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 (indicating air in the set) with the homechoice machine during dwell 3 of 4. A supply bag had fallen and disconnected. The alarm was cleared and the patient was informed of the alarm's meaning. The patient would call the registered nurse for more instructions on completing therapy. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Device has not been returned. This event was determined reportable per edwards lifesciences procedures. Customer letter was requested. The DHR review was completed. And this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Heavy host tissue is evident at the outflow aspect. Dense layer encroached onto the tissue outflow and into the orifice by at the greatest point by approximately 9mm. Heavy dense layer covered most of leaflet 3 and parts of its free margins. Also at the outflow aspect, dense layer of host tissue overgrowth fused all three free margins at all three commissures: leaflet 1 and 3 at commissure 1 by approximately 5mm, leaflets 2 and 3 at commissure 3 by approximately 6mm, and leaflets 1 and 2 at commissure 2 by 2-3mm. Host tissue overgrowth restricted mobility in the leaflets and led to stenosis. Host tissue is minimal to moderate at the stent inflow and the stent outflow. Host tissue fused host anatomy to the valve, evident at the outflow aspect. The x-ray demonstrates minimal calcification. Method: x-ray. Evaluation summary confirms customer report. Customer letter with evaluation results sent to customer.